Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center found in addition to, switch 1 does not work due to corrosion. Due to deformation of the elevator channel plug, water tightness is lost, adhesive on bending section cover has a chip and discoloration. Scratches were found on the connecting tube, objective lens, scope connector cover, control unit, grip, universal cord, scope connector, distal end and acoustic lens. The light guide cover glass has a dent. Due to wear of angle wire, bending angle in up/down/right/left direction and knob does not meet the standard value. Due to deformation of the nozzle, the following does not meet the standard value: the amount of water contact, water removal ability and water(air) supply volume. The number of missing element exceeds the standard value due to a damage on the ultrasonic cable. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported to olympus the evis exera ii ultrasound gastrovideoscope had a leak from the switch box and switch 1 doesn't work. This was found during preparation for use. Upon inspection and testing of the returned device, it was observed that the forceps elevator had foreign material which occurred from insufficient cleaning. This report is being submitted for the event found during estimation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the forceps elevator containing foreign material could not be determined at this time. The following information is stated in the instructions for use: "inspection of the endoscope 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the initial reporter.

Event description:
Customer confirmed no delay or patient impact and stated a similar device was used to complete the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer and correction to g3. B3, b5: updated with information received from the customer. G3: correction to g3 of the initial medwatch. The aware date should be 04-jan-2022.